Event description:
Pt was in cath lab for heart cath and stent placements, following the end of the procedure, the dr attempted a per-close device which failed with to early deployment of the foot plates. A second one was deployed and was successful. There was copious amounts of blood flow. Pressure was being held and a surgeon was called in. The pt began having st elevation and was accessed on the other side. Pt arrested and CPR was started, pt died on the cath lab table.